Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio removed the system pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and observed that the single board computer (sbc) located on the system pcb assembly is inoperative and will not allow the device to complete the boot-up process.

Event description:
The customer contacted physio-control to report that the service indicator on their device is present. Upon evaluation of the customer's device, physio-control observed that the device would not complete the boot-up process. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported issue.